Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation would be updated should pertinent information be provided.

Event description:
It was reported that this device emitted beeping tones and recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. The patient was lost to follow up and the device showed a battery capacity depleted (bcd) message. Device was explanted. No additional adverse patient effects were reported.